Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including full functional testing and defib charge stress testing using a known good test battery without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed the occurrence of the reported problem. The log also showed two occurrences of battery calibration required messages. It is possible the battery condition may have affected the charging of the device, however, this cannot be confirmed or refuted without testing the battery. An internal inspection of the device found no issues with the battery connections. Analysis of reports of this type has not identified an increase in trend.